Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the tubing during the load fill process. Additionally, it was reported that a cartridge alarm occurred during the load sequence. Reportedly, the cartridge was changed to address the issues and insulin delivery was resumed. Customer's blood glucose was 146 mg/dl.